Manufacturer narrative:
The iol was not received for analysis. Based on the information received from the doctor regarding the patient's eye anatomy, we have no reason to suspect the event was manufacturing related. We will continue to monitor and trend all reports.

Event description:
Account reported the patient's intraocular lens dislocated 3 times since it was implanted 4 months ago. Repositioning was attempted twice, the third time the lens dislocated, it was removed and replaced with an acrylic lens. The physician believes the lens dislocated due to the patient's anatomy and the flexible/thin silicone material of the iol.